Manufacturer narrative:
(B)(4). Batch # r94r7x. Device analysis: the analysis results found that the mcm20 device was received with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism was jammed. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the hoop spring and the anti-backup lever were found to be out of its intended position, jamming the firing mechanism. 4 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot r4184v number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch r94r7x number, and no non-conformances were identified.

Event description:
It was reported that during a thyroidectomy, clips not released, partially closed or not closed at all. Set was changed multiple times until a working clip applicator was found (same branch model).